Event description:
A customer from (B)(6) reported a false susceptible nitrofurantoin result for an enterococcus faecium external quality control strain (aglae) in association with the vitek® 2 ast-p606 test kit. The strain was tested twice with the ast-p606 card and the result was nitrofurantoin susceptible, but the expected result was resistant. The culture media was tsab (trypcase soy agar + sheep blood). A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification by a customer in (B)(6) of a false susceptible nitrofurantoin result for an enterococcus faecium external quality control strain (aglae) in association with the vitek® 2 ast-p606 test kit. The expected result was resistant. Biomérieux investigation was conducted. However, the customer did not comply with biomérieux's request for strain submittal. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference method. Ast-p606 lot # 4860396203 met final qc release criteria. This lot passed qc performance testing. No ncmrs were written against this lot. Ncmrs were reviewed for the last 13 months ((B)(6) 2017-(B)(6) 2018). No ncmrs were written for the ast-p606 card. The investigation concluded the vitek® 2 ast-p606 test kit is performing as intended.